Event description:
It was reported that during use with bd maxguard¿ extension set leakage occurred at connection of tubing and cap. The following information was provided by the initial reporter: it was reported by the customer that me2020 maxguard extension set, the lot number reported is 23029215, the problem was leaking. (Rifampin dose was initiated. Medline tubing and cap had just been replaced. Medication was leaking from tubing at the connection of the tubing and the cap. New cap and new medline placed).

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes returned to manufacturer on: 27-jun-2023 investigation summary: one me2020 with one 2000e smatsite were received and tested by our quality team. The leakage described by customer was verified immediately upon visual inspection due to the female luer of the me2020 device having cracks and fractures. The set was analyzed under microscope and the evidence forwarded to the manufacturer for further analysis. The root cause of this cracked luer failure is most likely due to an over tightening of female luer or possible use of alcohol on luer (or other disinfectants in clinical setting). Our records show that a clinical representative has visited your facility since the occurrence of this event in hopes of an elimination of future failures like this. The official root cause remains unknown. A device history record review for model me2020 lot number 23029215 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd maxguard¿ extension set leakage occurred at connection of tubing and cap. The following information was provided by the initial reporter: it was reported by the customer that me2020 maxguard extension set, the lot number reported is 23029215, the problem was leaking. (Rifampin dose was initiated. Medline tubing and cap had just been replaced. Medication was leaking from tubing at the connection of the tubing and the cap. New cap and new medline placed).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.